Manufacturer narrative:
(B)(4). Evaluation summary visual inspections were performed on the returned device. The reported no pulsatile flow from the proglide marker lumen was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported no pulsatile flow from the proglide marker lumen was unable to be confirmed as the device testing was unable to be replicated in a testing environment due to the condition of the returned device. It should be noted the perclose proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The investigation determined a use error likely contributed to the reported difficulty and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a superficial femoral artery percutaneous transluminal angioplasty procedure. Reportedly, the proglide marker lumen was not pre-flushed with saline prior to use. During use in the anatomy, there was no pulsatile blood flow from the proglide marker lumen. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a superficial femoral artery percutaneous transluminal angioplasty procedure. Reportedly, there was no pulsatile flow from the proglide marker lumen. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.